Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care provider of a clinical study reporting that there were high impedances.

Manufacturer narrative:
Concomitant medical product: product ID 3877-45 lot# 0205253395 implanted: (B)(6) 2011 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3877-45, serial/lot #: (B)(6), ubd: 21-jun-2015, UDI#: (B)(4) g2. Foreign: netherlands medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the impedances 8, 9, 10 and 11 deficiency/fault caused a loss of efficacy in the legs, stim in arms was good. Interventions included reprogramming of entire system on (B)(6) 2024 (CT scan was done on (B)(6) 2024), and then intervention to explant/replace the component (implanted neurostimulator (ins) and lead) on (B)(6) 2024. Device disposition unknown. Event resulted in in-patient prolonged hospitalization. The relationship of the event to the device or therapy was probable / indicate the relationship of the event to the implant procedure was not related. Resolved without sequelae (B)(6) 2024. Additional information was received. Regarding cause, it was stated that the associated event etiology was assessed as device component, catheter.

Manufacturer narrative:
Concomitant medical product: product ID 3877-45 lot# 0205253395 implanted: (B)(6) 2011 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was clarified that the etiology was assessed as the lead, not a catheter.